Event description:
It was reported that during implantation an embolization coil implant, the coil got caught on a competitor's stent and became stretched. The stent and coil were removed with a snare. The patient had spasm and infarction that occurred at the ica vessel, but her condition later resolved.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis. If the device is received, an investigation will be conducted and a supplemental report will be submitted.

Manufacturer narrative:
The investigation of the returned coil found the pusher inside the returned microcatheter used in the procedure. No damage was found on the pusher and the implant was found broken/stretched with the marker band attached at the distal heater coil. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the events described in the complaint.